Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened and creased dome switch. Unable to perform displacement test due to unresponsive button. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the act button does not function properly. The customer will be sent a replacement pump.